Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) display froze. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11.corrected fields: e1 (initial reporter, event site email).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the lower display, display monitor kit and seals to resolve the issue. A full calibration and functional check was performed and met factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) display froze. There was no patient involvement and no adverse event was reported.